Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a correction to the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. However, it's likely the charged-couple device in the combination device was abnormal. Please see patient identifer (B)(6) for evaluation of the combination device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the viscera elite video system center was checked prior to the patient procedure with no issues found. The customer reports that near the end of the therapeutic laparoscopic cholecystectomy procedure, the user was cleaning the abdominal cavity and checking for bleeding when the image flickered several times. The user restored the image by reconnecting the video connector and powering device off, then back on. The customer reported the user checked the history log and this showed an error message indicating the charge coupled device was the cause of the error. No adverse effects to patient reported.

Manufacturer narrative:
See related patient identifier (B)(6). (Same event, other device in use). The device was returned for evaluation. During testing, the reported issue was confirmed; the image showed flickering. The evaluation determined the battery on the printed circuit board had run out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.